Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 insufflation port seal was missing from the hemopro device. We are following up with the hospital to determine the event date, if there were any pt effects, and how the procedure was completed.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. A supplemental report will be submitted should further information regarding this event be provided by the hospital. Investigation results: the hemopro kit including the cannula, tool, dissection tip and btt short port was returned, outside of its original packaging, to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The main seal and the 5cc syringe were not returned. The one way valve on the btt short port was missing its black inflation valve. Based upon the evaluation results, the reported complaint could not be confirmed for "remained activated"; however, the complaint was confirmed. (B)(4).